Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the doctor alleges patient has been hospitalized with high blood glucose level due to pump. Caller reported patient has blood glucose reading of hi and was taken to the hospital where she was admitted; taken off of the pump and placed on separated medication which brought glucose level down. Medication type/name is unknown. Caller stated patient thought she had numerous error messages on the pump. Requested return of the alleged device for evaluation.